Event description:
It was reported that a screw broke during insertion and the tip remains in the patient's bone.

Manufacturer narrative:
Device return anticipated yet not received. Customer provided photograph of broken implant. The implant photograph shows that the tip of the screw is missing and the remaining portion is anodized green with the exception of the area directly proportional to the break which shows silver. A full evaluation cannot be performed until the product is returned to the manufacturer. No information was provided as to the patient or the patient status. The surgeon made a decision to leave the broken portion in situ and no revision surgery is scheduled to the manufacturer's knowledge. Lot information is unknown for the damaged implant, therefore device history records have not been reviewed. A review of the lots purchased by this customer will be reviewed in the non-conformance database through the complaint file. The warnings and precautions in the package insert distributed with each implant indicate that breakage is a possible adverse effect. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.